Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was in the hospital and subsequently passed away. The patient received two treatments during the event. The first treatment occurred on (B)(6) 2016 at 10:01:16. The pre-shock rhythm was vf with CPR artifact. The post shock rhythm was obscured by CPR artifact. The second treatment occurred at 10:05:13. The pre-shock rhythm was obscured by CPR artifact. The post-shock rhythm was not available as CPR artifact obscured the underlying rhythm. Between 10:30:53 and 10:37:08, asystole was noted. Asystole is considered a non-treatable rhythm. The device was shutdown at 11:52:52.